Event description:
Per provider, nylon ties are leaking. Per independent repair center statement: nylon ties, product tank were leaking. Replacements made. Per independent repair center statement, low o2 or yellow light. The key failure was the nylon ties are leaking on the product tank.